Event description:
After receiving my implants over the following year my great health sharply declined. I was in the health and wellness industry and felt fantastic. Over the next year (after receiving my implants) I gained 3 pounds every month adding an add'l 20-25 lbs. I believe this was an all over inflammatory response. I began to have pain in my right hip and leg. By the following years I had bouts of pain that had me writhing on the floor rolling on my sore leg and hip. I felt depressed, exhausted and bloated constantly all over. I did not realize it was the implants. I went to drs and of course they think you're crazy and tell you you're perfectly fine because they don't know what's actually wrong with you. I went to an orthopedic, they found no arthritis so that was not what caused the leg pain. My left breast is always sore and I am constantly clawing at it. My cat smells my chest when he sits on my lap and opens his mouth and makes a funny face. That can't be a good sign. Also now my left armpit has a sticky substance that I sweat out that smells bad. Of course my dr looks at me like I'm crazy. It's difficult to get mammogram. They are uncomfortable to lay flat on and hurt all the time. These complications were not explained to me and I certainly wasn't warned about bbi breast cancer or I would have never gotten them. The surgeon also made them much bigger than I requested. I felt like I was dying for the last 15 years. I would have had them removed sooner if I knew it was them making me sick. Overall they have caused severe swelling to my entire body, fatigue, making exercise difficult due to heavy bags on my chest, back, neck pain, leg pain and general feeling of total unwellness. These things pretty much ruined my life. FDA safety report ID# (B)(4).